Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked or no delivery alarm noted. Device received with normal operating currents. No replace battery alert or replace battery now alarm noted. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the insulin pump. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that 911 was called due to his hypoglycemia; however, the customer did not provide further details regarding the emergency medical assistance. The customer instead chose to discuss issues with sensor inaccuracy. The insulin pump read 120 mg/dl despite a blood glucose of 35 mg/dl. The sensor glucose inaccuracy/delayed sensor glucose value update may have led to the 911 call. The auto mode feature was active and automatically adjusting insulin delivery during the incident. Additionally, the insulin pump had a replace battery now alarm without receiving a prior low battery warning. The incident occurred on more than one occasion. The unexpected battery power loss led to hyperglycemia. The insulin pump was not returned for analysis.